Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.

Event description:
The customer reported that they could not display the live image on the left monitor. This resulted in a loss of the live image. There is no report of pt injury associated with this event.